Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose. The customer's blood glucose was 2.7 mmol/l. The customer's blood glucose was low because the sensor was not working. The insulin pump went out of the auto mode. The customer stated that they inserted the senor and then the sensor signal was lost. The insulin pump will not be returned for analysis.